Manufacturer narrative:
Tracking# 50489. D5,6; h4: info not available, device not returned for analsys.

Event description:
It was reported during a laparoscopic cholecystectomy an unformed clip fell out of the er320 following the completed firing stroke from the previous clip. Another clip failed to close completely. Another er320 was opened to complete the case. The er320 came from a flex tray. There was no consequnece to the pt.